Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one used primary set, model 2420-0007, was received by the customer for investigation. Upon visual inspection, that a piece of tape was applied on the tubing between the lower smartsite and male luer. No defects were visually observed. The sample was primed with a blue dye solution and multiple leaks could clearly be seen at the top of the silicon pumping segment. The customer's complaint of leakage was verified. Visual inspection under magnification was performed on the tubing and a tears were observed in the silicon pumping segment where it connects with the upper fitment. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of the tears cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that the item is leaking heparin.